Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault and issue recurred even after customer reset pump as instructed. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information about blood glucose values. Customer followed technical support guidance to reset pump and use mobile app to upload logs, then arranged for replacement pump, planned to use multiple daily injections as backup therapy, agreed to place pump in storage mode and return it using prepaid label, and understood need to re-enter pump settings and reconnect continuous glucose monitor on replacement device.